Manufacturer narrative:
Based on the claim against the product by the customer noting the horizon small clip applier instrument "wrist turns when applier closed,¿ an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci horizon small clip applier instrument involved with this complaint to perform failure analysis. The horizon small clip applier instrument was analyzed and the complaint regarding the horizon small clip applier instrument "wrist turns when applier closed,¿ was not confirmed by failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "description of failure: "wrist turns when applier closed" risk of tearing tissue". Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. Housing was also removed, and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed. When grips were fully closed, yaw motion. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier instrument "wrist turns when applier closed" and there was a risk of tearing tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient injury.